Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient's parent reported that patient was unconscious, a doctor came to the home and treated the patient with IV glucose. After the patient stabilized, she was taken to the hospital for evaluation and observation. At the time of the event, it was reported the cgm displayed 65 mg/dl, but the patient¿s bg was 27 mg/dl. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.